Manufacturer narrative:
(B)(4). Batch # p9339x. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was out of position and was not making contact with the moving trigger, resulting in no audible feedback sound. This does not affect the device functionality. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the closing trigger stopped performing to its normal capability. The surgeon did not feel comfortable continuing as the closing trigger was not clicking like it normally does. This occurred at a vital part of the procedure so he did not feel comfortable using it and opened a new one, which performed as it should.